Manufacturer narrative:
(B)(4). Date sent: 2/1/2024 exact event date unk, entered 1/1/2024 as only the year was provided. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: they are suspecting increased air leakage, drainage time and length of stay. Any details on a specific number of cases? Can the increase be confirmed? No, suspect the increase in leak are because have to keep the test tube in longer. But that has not been confirmed. Any concerns with intraoperative staple formation? That has only been expressed once maybe. Very few complaints regarding staple formation that can remembered. Have internal resources been used to facilitate conversations? No this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, that the surgeon believed that cartridges in combination with device compression have a tendency to create tissue trauma with air-leakage. Patient consequences reported were air leakage and prolonged drainage.

Manufacturer narrative:
(B)(4). Date sent: 2/22/2024. Additional information was requested and the following was obtained: surgeon, most procedures deal with lung cancer. They stated they have seen that patients were staying longer in the hospital with air leaks. No evidence that this issue is related to the stapler or technique. Since reoperation for air leaks are unusual - how longs did the leaks occur and how sever were the leaks? Depends on amount of air leak, the surgeon doesn't operate on patients often with air leaks. What did the staples look like? With the air leaks and the reoperated patients, it was observed that they were not well closed and saw open clips. Even with the tissue not being very thick. Cartridge used? Depends on the thickness of the tissue. Green for moderately thick tissue. Use blue and white with thinner tissue. Black for very thick tissue in the middle of the lobe. Buttress used? None.